Manufacturer narrative:
General information: we received a complaint about one ns600r iq implant holding/insertion instrument from the orthopädische universitätsklinik, frankfurt am main, germany. The available devices were decontaminated internally according to internal standards. Involved component: ref.code device name batch: nn004z as columbus cr femoral comp.cemented f4l 52545957 nq1031 iq columbus insert femur small f/ns600r unknown the following information was provided: instrument could not be detached from implant. The cemented implant had to be replaced with a narrow version. Consequences for the patient: surgery delay longer than 15 minutes. Investigation: it is not possible to loose the femoral component from the implant holding instrument. The components were examined visually and microscopically with the digital microscope vhx-5000 keyence eq.-nr. 2000024840 and the digital-camera "panasonic dmc tz8". We received the holding instrument and the implant component in a condition which did not allow to loose the connection between both devices. Both devices (in the connected condition) were presented to the product management. As a next step a few drops of oil were dribbled into the gap between the expander and the thread of the handle. Result: after a few tries it was possible to loose the thread connection between the handle and the expander. The thread of the handle shows visible scoring damages. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. One more similar incidents has been found with products from the batch 52279035. The root cause for this failure was insufficient oiling. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. The outer thread of the handle shows visible scoring damages which we attribute to an insufficient oiling. Due to the construction of the device (metal surfaces moving against each other) a regular/constant oiling is essential. Without appropriate lubricants, increased friction, and scoring damages are unavoidable. In our experience, machine care additives only have a slight lubricating effects , so that we can only point out to use special instrument care oils (for example aesculap sterilit) to avoid such damage. This is also mentioned in the IFU. Corrective action: according to sop (B)(4) (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with as columbus cr femoral comp. (Involved component, see involved components) according to the customer report: "instrument could not be detached from implant. The cemented implant had to be replaced with a narrow version." This event prolonged the surgery for 15 minutes. Additional medical intervention was necessary. As a replacement a columbus narrow gr. 4 was implanted. The adverse event is filed under (B)(4). Associated medwatch reports: 9610612-2019-00963 ((B)(4) ns600r) leading material involved components: nq1031 - iq columbus insert femur small f/ns600r - unknown. Nn004z - as columbus cr femoral comp.cemented f4l - 52545957.